Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause could not be determined. One 4fr powerpicc solo with 3 cg stylet was returned for evaluation. An initial visual observation revealed no use residue on the sample. The 3 cg stylet was inserted in the catheter. A tactile evaluation was performed, and a slight bump was physically detected on the surface near the 2-3 cm depth markings. The stylet was removed from the catheter for a tactile evaluation, but no irregularities were noticed along the stylet. A microscopic observation revealed a small, localized bump/deformation on the surface of the catheter. Possible contributing factors may include localized mechanical stress; however, without additional evidence, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, uneven surface on PICC line felt and seen at the 2-3cm mark. This catheter was defective before the nurses implanted the device into the patient. It was not inserted into the patient because the PICC nurse felt uneven surface on the catheter before placement. No other information was provided.